Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant/explant date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a broken leg (haptic). The surgeon removed the haptic and kept it in a jar.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 22-feb-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the received material revealed a detached haptic in a specimen vial. The rest of the lens was not received. Visual inspection under magnification revealed that the handpiece was received inside of the handpiece tray. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be observed. The complaint issue of haptic damaged was not identified during product evaluation. The observed haptic detached is similar to the reported complaint issue of haptic damaged. The observed issue of haptic detached could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.